Manufacturer narrative:
Retainer ring=black. Customer complained on 10/29/2021 the insulin pump alarmed low battery alert. Device passed displacement test, self test, active current measurement and sleep current measurement. Device successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification. Device trace download analysis confirmed the pump alarmed a normal low battery alert on 10/16/2021 12:31:00.000. No unexpected low battery alerts listed on or near the complaint date. However, the device received with corroded battery tube and light moisture damage to electrical board 1. No moisture damage noted on motor assembly per visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and missing display window cover. The p-cap/reservoir does lock properly. No low battery alert noted doing test and no unexpected low battery alerts listed in the device trace download. However, the device received with corroded battery tube and light moisture damage to electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alarm. The customer stated that they received low battery alarms and the battery was lasting for less than a week. Troubleshooting could not resolve the issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.